Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was unresponsive. No button contact defects were found when the keypad cover was removed. There was moisture observed on internal pump components. Investigation determined that corrosion on the keypad flex resulted in the ok button being unresponsive. Unrelated to the original complaint, investigation revealed that the display screen was dim and discolored and the battery compartment was cracked.